Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was 170 mg/dl. Customer also stated they received a motor position encoder error alarm. Customer also recalled falling off a boat and into the lake while connected to the insulin pump. However, customer stated the insulin pump was working normally after the incident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed and no motor position encoder error alarm could be verified due to the motor error alarm. No moisture damage was noted on the electronics. The insulin pump had a cracked display window and a cracked reservoir tube lip.